Manufacturer narrative:
MFR dates for all devices: unk.

Event description:
Indication for procedure: arterial lead malfunction. Procedure: this was a left-sided procedure conducted in the operating room (heart room) utilizing both an arterial line and fluoroscopy. Md prepped the ra lead with a lld-ez and began lasing with a 14f sls, eventually upsizing to a 16f sls. The system was originally implanted approx 14 years prior. While extracting the atrial lead, the pt's blood pressure dropped from 112 to the mid 40's. The response was immediate by the heart team. A sternotomy was performed, a pericardial effusion was found, and successfully repaired. Device analysis: there were no devices retained for return analysis. There were no statements from the md of malfunction of spnc devices during the case. Pt outcome: the pt recovered well and was discharged home within 2 days.